Manufacturer narrative:
Please note additional device related to this event: pxc141200/ 7541881. Method: a review of the manufacturing records for the device(s) is being conducted. Conclusions: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to; endoleak, aneurysm enlargement. Additionally, the IFU states "the gore excluder aaa endoprosthesis instructions for USA (IFU) specifies "patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion."

Event description:
In (B)(6) 2010, the patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with excluder aaa endoprosthesis featuring the c3 delivery system. The patient tolerated the procedure. The distal landing zone was reported to have significant calcium present. Preoperative case planning determined the aneurysm had a maximum diameter of 51mm. On (B)(6) 2012, the patient underwent re-intervention and digital subtraction angiography and embolization were performed on the patient.